Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure inside uterine wall / migration of device (intrauterine part of tube)") and device expulsion ("essure inside uterine wall / migration of device (intrauterine part of tube)") in a (B)(6)-year-old female patient who had essure (batch no. 626901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1995; (B)(6) 2003). Concurrent conditions included body mass index normal, retroverted uterus and lower abdominal pain. Concomitant products included axotal (fioricet), hydroxyzine (atarax) and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("severe and persistent pain, abdomen"), back pain ("severe and persistent pain, back") and arthralgia ("severe and persistent pain, joints"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced rash ("rash or skin conditions on leg and right side"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, 7 years 9 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("frequent utis"), fungal infection ("yeast infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, vitamin d deficiency, migraine, headache, nausea, endometriosis, dysmenorrhoea and vaginal discharge outcome was unknown, the fatigue, back pain and anxiety had not resolved, the alopecia, depression and weight increased was resolving and the abdominal pain, arthralgia, rash, dyspareunia, urinary tract infection, fungal infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fungal infection, headache, migraine, nausea, rash, urinary tract infection, vaginal discharge, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Ultrasound scan - on (B)(6) 2016: essure inside uterine wall (B)(6) 2008 : essure confirmation test: vaginal pelvic exam was informed everything looked good. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: fatigue, vitamin d deficiency, hair loss, migraines, headache, nausea, abdominal pain, back pain, arthralgia, depression, anxiety, rash, endometriosis, weight increased, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract infection, fungal infection, bacterial vaginosis, embedded device, device expulsion". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "fatigue, vitamin d deficiency, hair loss, migraines, headaches,, nausea, severe and persistent pain, abdomen, severe and persistent pain, back, severe and persistent pain, joints, depression, anxiety, rash or skin conditions on leg and right side, endometriosis, weight gain, dyspareunia, dysmenorrhea (cramping), vaginal discharge, frequent utis, yeast infection, bacterial vaginosis, essure inside uterine wall / migration of device (intrauterine part of tube)", historical condition, lot number, concomitant drug and condition, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") in a 36-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "essure inside uterine wall / migration of device (intrauterine part of tube)/ migration of device (intrauterine)" (seriousness criteria medically significant and intervention required) in (B)(6) 2016 and embedded device "essure inside uterine wall / migration of device (intrauterine part of tube)" (seriousness criteria medically significant and intervention required) in 2016. The patient's medical history included gravida ii, parity 2 ((B)(6) 1995; (B)(6) 2003), depression and anxiety. Concurrent conditions included body mass index normal, retroverted uterus and lower abdominal pain. Concomitant products included butalbital;caffeine;paracetamol (fioricet), hydroxyzine and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue, vitamin d deficiency and alopecia. In (B)(6) 2014, the patient experienced migraine, headache, abdominal pain ("severe and persistent pain, abdomen"), back pain ("severe and persistent pain, back") and arthralgia ("severe and persistent pain, joints"). In (B)(6) 2014, the patient experienced rash ("rashe or skin conditions type rashes on leg and right side/rashes"). In 2015, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type frequent utis"), fungal infection ("yeast infection") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6)2016, the patient experienced endometriosis ("reproductive system disorder or condition-type of disorder or condition:endometriosis"), 7 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems-condition:depression") and anxiety ("anxiety"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with ibuprofen and surgery (underwent bilateral salpingectomy(bilateral removal of fallopian tubes), supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fatigue, alopecia, migraine, depression, anxiety and weight increased was resolving, the vitamin d deficiency, headache, nausea, endometriosis, dysmenorrhoea and vaginal discharge outcome was unknown, the abdominal pain, arthralgia, rash, dyspareunia, urinary tract infection, fungal infection, bacterial vaginosis and vaginal infection had resolved and the back pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, migraine, nausea, rash, urinary tract infection, vaginal discharge, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight: 140 lbs discrepant information regarding essure removal as per current pfs mentioned as essure was not removed discrepancy noted in dates of insertion- (B)(6) 2008 and (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Ultrasound breast - on an unknown date: no sonographic evidence of malignancy in the left breast. Probably benign hypoechoic lesion left breast at the 2 o'clock position. Recommend follow-up ultrasound of left breast in three months to assure stability. Ultrasound scan - on (B)(6) 2016: results: essure inside uterine wall. (B)(6) 2008 : essure confirmation test: vaginal pelvic exam was informed everything looked good. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: fatigue, vitamin d deficiency, hair loss, migraines, headache, nausea, abdominal pain, back pain, arthralgia, depression, anxiety, rash, endometriosis, weight increased, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract infection, fungal infection, bacterial vaginosis, embedded device, device expulsion" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. Event added:vaginal infection. Event outcome of anxiety, fatigue was changed from not recovered/not resolved to recovering/resolving . Event outcome of migraines was changed from unknown to recovering/resolving. Medical history added. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure inside uterine wall / migration of device (intrauterine part of tube)") and device expulsion ("essure inside uterine wall / migration of device (intrauterine part of tube)") in a 36-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 1995; (B)(6) 2003). Concurrent conditions included body mass index normal, retroverted uterus and lower abdominal pain. Concomitant products included axotal (fioricet), hydroxyzine (atarax) and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In january 2014, the patient experienced fatigue ("fatigue") and vitamin d deficiency ("vitamin d deficiency"). In june 2014, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("severe and persistent pain, abdomen"), back pain ("severe and persistent pain, back") and arthralgia ("severe and persistent pain, joints"). In 2014, the patient experienced alopecia ("hair loss"). In august 2014, the patient experienced rash ("rashe or skin conditions on leg and right side"). In may 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, 7 years 9 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). In june 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("frequent utis"), fungal infection ("yeast infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, vitamin d deficiency, migraine, headache, nausea, endometriosis, dysmenorrhoea and vaginal discharge outcome was unknown, the fatigue, back pain and anxiety had not resolved, the alopecia, depression and weight increased was resolving and the abdominal pain, arthralgia, rash, dyspareunia, urinary tract infection, fungal infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fungal infection, headache, migraine, nausea, rash, urinary tract infection, vaginal discharge, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight: 140 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Ultrasound scan - on (B)(6) 2016: essure inside uterine wall nov-2008 : essure confirmation test: vaginal pelvic exam was informed everything looked good ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: fatigue, vitamin d deficiency, hair loss, migraines, headache, nausea, abdominal pain, back pain, arthralgia, depression, anxiety, rash, endometriosis, weight increased, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract infection, fungal infection, bacterial vaginosis, embedded device, device expulsion" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.